Manufacturer narrative:
This report is associated with (B)(4), japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009. Japanese 5 minute polident is marketed as polident tablets in the us.

Event description:
Bradycardia [bradycardia]. Body temperature decreased [body temperature decreased]. Case description: this case was reported by a other health professional via other manufacturer and described the occurrence of bradycardia in a (B)(6) female patient who received double salt denture cleanser (japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009) tablet for an unknown indication. Concurrent medical conditions included diabetes mellitus, dementia and living in residential institution. On an unknown date, the patient started japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009. On (B)(6) 2017, less than a day after starting japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009, the patient experienced bradycardia (serious criteria gsk medically significant), body temperature decreased and accidental ingestion of product. The action taken with japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009 was unknown. On an unknown date, the outcome of the bradycardia, body temperature decreased and accidental ingestion of product were unknown. It was unknown if the reporter considered the bradycardia and body temperature decreased to be related to japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] on (B)(6) 2017, at 6:15, the patient with dementia accidentally ingested 2.5 tablets of japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009 and visited the reporting medical institution. Bradycardia and decreased body temperature were noted. Dilution was conduction as a first-aid.